Manufacturer narrative:
Our field service engineer was on site and investigated the reported issue. Initially the fuses in the mains inlet were found blown, then the wire near transformer found short-circuited. The blown fuses and the wire were replaced and the compressor passed all the functional and safety tests and returned to clinical use. Most probably, the fuses were blown due to the short circuit of the wire to the transformer. The reason for the short circuited wire could not be identified.

Event description:
It was reported that the compressor was not switching on. There was no patient harm. Manufacturer ref.#: (B)(4).